Event description:
It was reported that catheter was used for obstetrics. When clinician went to remove catheter, physician pulled on catheter and it lacked flexibility. She put patient back in position that catheter was inserted and tried to remove again, but was unsuccessful. She had patient move around a bit and tried again without success. Anesthesiologist was called in and attempted to remove catheter with patient in insertion position and catheter snapped when he pulled. Patient had an x-ray performed and there is a 4 to 5 cm piece of catheter retained in epidural space. An orthopedic surgeon recommended leaving catheter in patient because it would be a very difficult surgery. Patient has been referred to a neurosurgeon for a second opinion. Device will not be returning for evaluation. A follow-up report will be filed if more information becomes available.